Event description:
It was reported to philips that the heartstart mrx defibrillator only charges with paddles and not with the charge button on the defibrillator. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.